Manufacturer narrative:
Per tandem user guide: transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. The transmitter was in use past 90 days. The customer was instructed to replace the transmitter. No additional patient or event information was available.